Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not detect the cartridge. The customer went through the load fill tubing process multiple times. Tandem technical support did not find any alerts or alarms in the pump logs. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. There was no reported impact to customer¿s blood glucose.